Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. No serial number was identified within the article and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. However, all product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Not enough information was provided to properly complete an investigation. Therefore, the root cause of the reported events could not be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study was conducted on fifty one patients to evaluate early postoperative changes in the posterior corneal surface, anterior chamber parameters, and belin/ambrósio enhanced ectasia display scores following photorefractive keratectomy, at the one-month follow-up after alcohol-assisted photorefractive keratectomy for myopia and astigmatism, pentacam tomography showed statistically significant changes in posterior corneal elevation and belin/ambrósio enhanced ectasia display scores. Although these changes may resemble early signs of corneal ectasia, they are more likely due to post-surgical corneal remodeling. No strong correlation was found between these changes and preoperative corneal thickness or residual stromal bed, though a weak negative correlation with ablation depth was noted.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided b.5., and h.11. A literature study was conducted on fifty one patients to evaluate early postoperative changes in the posterior corneal surface, anterior chamber parameters, and belin/ambrósio enhanced ectasia display scores following photorefractive keratectomy, at the one-month follow-up after alcohol-assisted photorefractive keratectomy for myopia and astigmatism, pentacam tomography showed statistically significant changes in posterior corneal elevation and belin/ambrósio enhanced ectasia display scores. Although these changes may resemble early signs of corneal ectasia, they are more likely due to post-surgical corneal remodeling. No strong correlation was found between these changes and preoperative corneal thickness or residual stromal bed, though a weak negative correlation with ablation depth was noted. Overall, no allegation of any issues related to the device's design or quality could be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study was conducted on fifty one patients to evaluate early postoperative changes in the posterior corneal surface, anterior chamber parameters, and belin/ambrósio enhanced ectasia display scores following photorefractive keratectomy, at the one-month follow-up after alcohol-assisted photorefractive keratectomy for myopia and astigmatism, pentacam tomography showed statistically significant changes in posterior corneal elevation and belin/ambrósio enhanced ectasia display scores. Although these changes may resemble early signs of corneal ectasia, they are more likely due to post-surgical corneal remodeling. No strong correlation was found between these changes and preoperative corneal thickness or residual stromal bed, though a weak negative correlation with ablation depth was noted. The literature article reports outcomes from one hundred and two eyes that underwent a laser procedure following alcohol-assisted photo refractive keratectomy for the correction of myopia and/or astigmatism. No adverse events were described. The early postoperative corneal changes noted in the publication were interpreted by the authors as normal remodeling, which may temporarily resemble ectasia; however, these findings do not represent true ecstatic progression. The publication does not allege any device malfunction, performance concern, deterioration, or information deficiency. No patient harm is reported. As the observations reflect expected postoperative changes and are not indicative of any device-related issue.